Event description:
The customer informed that the side rail did not stay in raised position. The arjo service technician visited the facility and apart from locking mechanism failure, he observed the bed unintended movement. The side rail locking caused raising of the bed without any command given. There was no indication that the bed was in use when the issue was detected. No injury was reported. The complaint was assessed as reportable due to allegation that the bed platform moved by itself without any command given, thus the investigation focuses on the bed frame unintended movement, not on the failure of the side rail locking mechanism.

Manufacturer narrative:
The device inspection revealed that the button responsible for raising the bed located on the side rail control panel was stuck in the activated position. It resulted in the bed frame movement. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). There was no customer allegation about the event causing the bed damage. The review of customer complaints and service repairs for the involved serial number revealed that the control panel was in use for almost 2 and a half years it was replaced in (B)(6) 2022. It may suggest that the most probable root cause of the stuck could be normal degradation, especially with frequent use. According to citadel plus instruction for use, 831.374.en, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, it appears that the reported unintended movement occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device failed to meet its performance specification since the bed moved without any command given. There was no indication of the patient's involvement. The complaint was assessed as reportable due to the customer's allegation that the bed moved unintentionally.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer informed that the side rail did not stay in raised position. The arjo service technician visited the facility and apart from locking mechanism failure, he observed the bed unintended movement. The side rail locking caused raising of the bed without any command given. There was no indication that the bed was in use when the issue was detected. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.